Event description:
It was reported that the device failed while in use and has generated a permanently beeping sound. Furthermore the device could not be restarted afterwards. No injury was reported.

Manufacturer narrative:
The evita 4 was available for the investigation. The analysis of the device reproduced the reported event. A component failure led to a lack of voltage on a circuit board and as a result it caused a stop of the microprocessor system . The device attempted to solve the problem by performing reboots. However these were not successful due to a lack of operating voltage. Meanwhile a power failure alarm was generated which was described by the user as a permanently beeping sound. The entire time ventilation was not possible and the respiratory system has been opened to allow for spontaneous breathing. The ventilator reacted to the missing operating voltage as directed. After replacing the affected circuit board the device is working.